Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump shuts off by itself. Customer indicated that they did receive a low battery alert prior to off no power alert on the insulin pump however, the pump shut off again and the alert was not received. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor error. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery or off no power anomaly noted. No motor error alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, and cracked lcd window. The drive support disk was inspected and no anomaly was noted. No e70 alarm noted on alarm history screen.